Manufacturer narrative:
Country of origin is (B)(6).

Event description:
A nurse complained of discrepant inr results with a coaguchek inrange meter when compared to laboratory results using an unknown method. The meter serial number was not provided. The meter result was 4.3 inr and the laboratory result was 3.25 inr. On (B)(6) 2018 the meter result was 5.1 inr and the laboratory result was 3.66 inr. There was no therapeutic range or patient information provided. There was no allegation that an adverse event occurred. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.